Event description:
It was reported to boston scientific corporation that a lynx system device was implanted during a cystoscopy with the insertion of mid-urethral retropubic sling procedure performed on (B)(6) 2019, for the treatment of stress incontinence. Throughout the procedure, there were no complications. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.